Event description:
It was reported that, on start up, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.